Event description:
The pt ((B)(6)) was to receive the scs system on (B)(6) 2012. It was reported that intra-operative testing identified invalid impedances. In addition, stimulation could not be started. The procedure was completed using a new lead with no adverse consequence noted.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.